Event description:
Reportedly, during testing, it was found that the power chargers had broken tips. The charger also had frayed wires that had sparked a couple times. There was no patient involvement reported.